Manufacturer narrative:
The incorrect sample ID, "107315", did correspond to another patient in the customer's lab information system (lis). A newer barcode gun was sent to the customer by a customer technical service (cts). A definitive root cause has not been determined to date for this event with the data provided.

Event description:
A customer was using the external handheld bar code want to enter a patient sample when it was discovered that an incorrect number was entered. The customer stated that the sample number on the label was "107815" but was scanned as "107315." The customer re-scanned the label in question several times but was unable to replicate the event again. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.